Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient stated that the patient received the replacement battery pack, and this resolved their issues. They kept saying they sent everything back. No further complication and no symptoms were reported.

Manufacturer narrative:
Concomitant product(s): product ID: 97745bp, lot# nlh004808n, product type: accessory. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(4), ubd: , UDI#: pli - (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient (pt) controller was not working. The pt put aa batteries in and the controller worked for a couple of days but then the controller went blank again. The pt stated the controller with lithium battery would not charge either. The patient contacted the manufacturer representative (rep) and was instructed to contact the manufacturer. The pt stated that they did not feel the stimulation when they woke up on the notified date. The patient was transferred to repair and the battery pack was replaced. No symptoms were reported. No further complications were reported.